Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displaced and was located in the atrium. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient died. It was also noted that the lead had dislodged almost three years earlier but was undetected by clinic and attempts to reposition the lead had been made. Lead endocarditis and vegetation was suspected but due to patient's severe obesity it could not be confirmed.